Event description:
The hosptial reported that the caster partially unscrewed from the base of the endoscopy cart. The caster did not fall off and there were no complications or injuries associated with the event.